Event description:
Complainant alleged that while attempting to treat a pt, the device displayed an unk "comm error" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has been received, and a follow-up report will be provided when our investigation is completed.